Manufacturer narrative:
Device evaluation: the device was returned with its original box and pouch. The device was inserted in a plastic pouch. The device returned matches the reported event. The device was found broken at 130 mm from the balloon. The broken portions were found stretched. The balloon welding was also stretched. The balloon appeared inflated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a fibrous, radial lesion using in.pact admiral paclitaxel eluting balloon catheter. It was reported that the balloon of the device detached from the device during delivery to the lesion. Difficulties were encountered removing the balloon during inflation from the patient and a cut down surgery was done to retrieve the device and the balloon was removed using surgical cut down. Radial artery was affected to remove balloon. The physician believes the device was not at fault. There was a large chunk of calcium that got lodged in the sheath so during removal of balloon it cut and dislodged in the balloon from shaft. No further patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.